Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system serial number (B)(4) for evaluation yet. When the product is returned, a supplemental report will be filed if the evaluation is completed.

Event description:
It was reported that during patient use, the thermogard ((B)(4)) was displaying error message mid: 14 (bg power supply). No additional information was provided. No patient consequences reported.

Manufacturer narrative:
Thermogard xp ivtm system was evaluated at the customer site. The error message mid: 14 (bg power supply) was confirmed, however a power supply replacement did not clear the error. Thermogard xp ivtm system returns to service depot for a full investigation. A second supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message mid: 14 (bg power supply) was confirmed during event log review and initial functional testing. The power board and dan foss controller were replaced to resolve the problem. No physical damage was noted during visual inspection. A review of the event log was performed and mid: 14 (bg power supply) was noted around the reported event date, thus confirming the reported complaint. Following the replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).